Event description:
The customer's spouse reported via phone call that the customer had a blank display on the insulin pump. Customer's blood glucose was 300 mg/dl. Customer put in new batteries but the screen was blank. Customer has already tried 2 batteries prior to calling. Customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump has received with cracked case at the display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.